Event description:
It was reported that during a da vinci si prostatectomy procedure when the fenestrated bipolar forceps instrument was inserted, it was noticed that the forceps were not aligned on the instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint was confirmed. One grip was bent, causing side to side misalignment of grips. There is a .093 offset at the tips, indicating overloading at the instrument tip. An electrical continuity test passed. Engineering concluded damage may be due to mishandling. An additional finding were various scratches on the main tube. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.